Event description:
The iab was inserted and functioned normally for 24 hours. At that time, blood was noticed in the helium tubing. As a result of this, the iab was removed and replaced. There were no pt complications.